Event description:
The customer stated that the insulin pump alarmed and squirted out insulin during manual prime. Had the customer inspect the drive support cap, and he stated that it was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk.